Event description:
A malfunction alarm with code "malf 12" was reported, and the customer was unable to reset it despite assistance from technical support. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump and provided instructions for the customer to employ a backup therapy using mdi to ensure uninterrupted insulin delivery. The customer was instructed to return the faulty pump with a pre-paid label within ten days and acknowledged understanding of how to put the pump into storage mode.